Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the image guide hose coating of the evis lucera elite bronchovideoscope had peeled off (1mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is possible that the following stress was applied to the insertion section: - physical stress such as rubbing or hitting the insertion section. - chemical stress due to carrying out reprocessing not recommended in the instructions for use (reprocessing manual) - stress due to poor storage conditions (direct sunlight, high temperature, high humidity, x-rays, ultraviolet rays, etc. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.